Manufacturer narrative:
Analysis of the catheter found that the body of the catheter had significant twisting that may have affected infusion. Evaluation conclusion code and evaluation results code are no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving medication via an implantable pump non-malignant pain. The refilling healthcare provider continued to get more out of the pump when he was refilling than there should have been, so it was suspected that the catheter was damaged somehow. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting were performed and it was unknown what actions or interventions were taken to resolve the issue, but surgical intervention did occurred. The pump segment of the catheter was explanted on (B)(6) 2016 due to twisting and kinking; the catheter was partially explanted and replaced. As of (B)(6) 2016 the issue was considered resolved and the patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.